Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the patient was taken to the hospital due to high blood glucose levels. Prior to the event, the patient had changed the infusion set before dinner, and woke up with a blood glucose of 480 mg/dl. The patient treated, but later continued with high blood glucose, and eventually lost consciousness. At the hospital, the infusion set was removed, and the cannula was bent. It was stated that the unit did not give the patient an alarm. It was also stated that insulin had leaked from the reservoir into the device. The patient no longer trusts the insulin pump, and requested a replacement. Nothing further was reported.